Event description:
It was reported that the device had cracked or damaged downstream occlusion seal. There was unknown reported patient involvement.

Manufacturer narrative:
Received one device. Investigation found faulty downstream occlusion sensor (dso). After replacement the device passed functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.